Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose with a rapid downward trend and treated the episode with crackers, after which a fingerstick measured 122 mg/dl while the cgm displayed values between 102 and 117 mg/dl; the ilet displayed insulin on board of 0.14 units and the agent provided troubleshooting and education regarding cgm lag and monitoring. Symptoms included hypoglycemia. Outcomes included no reported injury, no hospitalization, and recovery to euglycemia after oral carbohydrate intake. Investigation included review of the event details, blood glucose questionnaire, and user counseling on monitoring and when to call back. Investigation of this case revealed no device malfunction or component failure, and cgm-fingerstick differences were consistent with known sensor lag and expected measurement variance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.